Event description:
Md using endo sheers attachment not working, watts turned up to 35, started to work then not working, watts turned up to 40, not working. Circulator rn investigated and found the cautery cord severed with one end burning a hole through a surgical gown on the way to dropping to the floor.